Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The distributor alleged that the battery compartment was cracked/damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/06/2015 with the following findings: visual inspection revealed that the battery compartment was cracked below the bumper pad. The returned battery cap was used to complete all testing. Unrelated to the complaint, evaluation revealed that the display was dim and discolored. Also unrelated to the complaint, evaluation revealed that the contrast keypad button was unresponsive, which has no effect on insulin delivery function. All other keypad buttons responded appropriately to button presses. The keypad was found to be fully intact; no damage or peeling was observed. The keypad cover was removed and contamination was found under the contrast key contact.